Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl. Customer's other blood glucose was 75 mg/dl, 130 mg/dl. The customer was treated with insulin pump. Customer was unsure of drive support cap was protruded, loose, flush or sticking out. Customer states that insulin pump had damage to the reservoir compartment area. The customer did experienced the symptom difficulty in breathing. The customer declined troubleshoot for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.